Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. A replacement pump was arranged, and the customer planned to use manual daily injections as a backup therapy to ensure continued insulin delivery.